Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received multiple shocks. Episode was reviewed by technical services. Patient in tachycardia. Anti-tachycardia pacing (atp) and shocks delivered. Therapy appears to be inappropriate. Evidence suggests exhausted therapy. Tachy settings may be considered for programming optimization. No further information is available. Remains in service. No adverse patient effects were reported.